Event description:
It was reported that there was a gas delivery problem when switching from automatic ventilation mode to manual ventilation mode. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 2022-12-19, corrected manufacturing date: 2022-12-13.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, the device was checked and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device's logs shows that a successful system checkout was performed prior to the event. The reported failure has been noticed at 10:41. The expiratory minute volume low and etco2 low alarms are visible at the same time. The several clinical alarms have been generated, which could indicate a leakage situation. The successful system checkout was performed the date after. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).